Event description:
The baxter service technician reported a colleague pump with an intermittent stop key on channel b which occurred during servicing of the device. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, the patient hit his head (date not reported). The results of an integrity test in 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report.